Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead has noise seen on the electrograms (egm). It was noted that the left ventricular (lv) lead had no capture. The ra lead was explanted and replaced. The lv lead was programmed off. No patient complications have been reported as a result of this event.